Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the lamp burned.

Manufacturer narrative:
The company service representative examined the system and found that the lamp was not burned, the lamp was at 374 hours, and the illumination output was low from the module. The illuminator module was replaced. It should be noted that the lamp is rated for 400 hours of use before its performance decreases. The company service representative was unable to replicate the customer reported event of burned lamp, but did find that the module¿s illumination output was low. Unrelated to the reported event, preventive maintenance (pm) was performed. The system was then tested met all product specifications. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).